Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter was reported via phone call that the customer experienced hyperglycemia as well as insulin pump had motor error. The customer blood glucose level was 426 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer reports the drive support cap appears normal or slightly indented. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer states during troubleshoot for the motor error insulin pump had a no delivery alarm during manual prime. Customer states they rewind the insulin pump, reinsert reservoir into insulin pump and run manual prime to at least 5.0 units and insulin pump alarmed no delivery. Advised customer to discontinue using the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. B)(4).